Event description:
Patient reports that her pump (serial#(B)(4) ) started to beep and the screen read "no disposable pump won't run." Patient reports she turned it off and on to try to reset it but did not work. She switched to her other working pump and had no delay in therapy. Patient did not suffer any ill effects from this. Sending a new pump to replace this pump. Dates of use: from (B)(6) 2014 to present. Diagnosis or reason for use: (B)(4).